Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): stop of the infusion, 5fu: 1020 mg; dose administered: 12 gr.

Manufacturer narrative:
(B)(4). We received one used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected at the sample. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was closed with a red stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. In addition, the sample was filled up to the nominal volume (60 ml) with nacl 0.9% and a functional test respectively a leak test was carried out in a period of one hour. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the sample. Nominal: 2 ml/h. Actual: 1.8 ml in 1 h; 3.2 ml in 2 hrs; 4.6 ml in 3 hrs. The flow rate of the sample is not in accordance with the specification. During the test of the flow rate we did not detect any leaks at the sample. The received sample is not within our specification. We have informed our manufacturer accordingly. Statement: received one piece of used, quarterly filled easypump ii lt 60-30-s without original packaging. As received condition, clamp clip is closed and the original wing cap has been replaced with red stopper. Big top cap is opened. Discofix cap is observed at the pump. Analysis : complaint sample is checked for flow. Observed flow of solution. As the complaint sample is working, this complaint is considered as not justified. Justification: not justified as the complaint sample is working. Reviewed the device history record and no abnormalities found during in process and final control inspection.